Manufacturer narrative:
PMA 510(k): - this product is not marketed in the u.s. (B)(4). Conclusion code: off labe use (patient anterior chamber depth (acd) below 3.0mm). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -10.0 diopter, into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017, the lens was explanted due to low vault. The lens was exchanged for a longer lens and the problem was resolved. Patient post-op bcva was 20/0 and ucva was 20/20 on (B)(6) 2017.

Manufacturer narrative:
Corrected information: patient post-op bcva was 20/20 and ucva was 20/20 on (B)(6) 2017. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on lens. Visual inspection found haptic bent and a piece of the haptic missing and clear residue on lens. (B)(4)